Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: v(B)(6), ubd: 06-may-2029, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an implanted neurostimulation system was associated with right low back pain and right hip pain, and that lead migration and a high impedance issue were observed. An impedance check was performed at a 6-month appointment and showed an impedance value of 40,000 on all electrodes 0¿7. The patient reported not having used the system recently due to decreased pain after receiving injections since the implant and denied any trauma. The device was reprogrammed, and the patient reported being happy with coverage during mapping and planned to use it again for right low back pain and right hip pain. The issue was reported as ongoing, and no patient injury or other adverse outcome was reported. The manufacturer representative (rep) indicated they would send any further information as they become aware.